Event description:
Customer called to say, she did not think her pod was delivering insulin. Customer did not have the detailed history for this pod. This happened a while ago. Customer gave basic general information which included having elevated blood glucose levels into the 300 mg/dl range. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.